Manufacturer narrative:
G2: country of origin is france. Radiographic image review: lateral x-ray l5-s1 anterior lumbar interbody fusion (alif), a radio opaque object consistent with a stray pin is present in the l5 vertebral body. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product used in anterior lumbar interbody fusion (alif) l5/s1 spinal therapy. It was reported that the distal part of the pin was broken inside the vertebra and left inside the patient. No further complications or symptoms were reported. Additional information was received via manufacturer representative that there is no revision surgery planned for removal as it is impossible to extract the broken fragment.